Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacture representative (rep) on 2017-oct-12. The rep added high definition (hd) settings but they were not turned on as the patient didn't have their programmer with them. The issue was resolved for now and the information was confirmed with the physician. No further complications were reported.

Event description:
Information was received from a consumer via a manufacturer¿s representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported stimulation was pulsating on and off and it annoyed the patient so they didn't use it. Impedances were checked and all but #7 were within normal limits. It was noted all impedances were around 3,000 and a high impedance was reported. The device was reprogrammed and #7 is not in use. The rep tried to adjust the rate and pulse width, but this did not change the situation. The rep was going to try new programming to see if it will help the patient. The rep wanted to try hd settings if the patient would let them. It was also mentioned the patient had leg and back pain. No further complications were reported.